Event description:
It was reported the patient had a worsening, sharp pain in the vagina and right side of the abdomen. It was noted the patient underwent a dilation and curettage on (B)(6) 2010. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v289339, implanted: (B)(6 )2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).